Event description:
Per the clinic, during the initial implantation procedure (specific date not reported), the coil was placed under the periosteum despite a 0.9 mm skin flap. Postoperatively, the external processor failed to retain on the head. The patient subsequently underwent a skin flap reduction procedure under general anesthesia (specific date not reported) to thin the tissue at the coil site, after which retention was initially achieved. However, within a few weeks, the tissue over the coil hardened, resulting in loss of retention despite use of the strongest magnet. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the date of skin flap reduction surgery under general anesthesia was on (B)(6) 2025. The patient was treated with intralesional injection of cortisteroid on (B)(6) 2026, which resolved the retention issue. The device remains implanted.